Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event, please see associated reports:0001825034-2017-07135. Medical products: unknown van guard stem, cat#: unknown lot#: unknown. (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial left knee arthroplasty on unknown date, subsequently the patient is being considered for revision due to loosening of femoral component.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2017-07406.